Event description:
It was reported that during priming with one (1) unit of a prismaflex st100 set, an external fluid leakage from the outlet dialysate port of the filter was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photo did not identify any abnormalities that could have contributed to the reported condition. The reported event was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.